Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is completed.

Event description:
It is reported that upon opening the device, it was noticed that both of the internal sterility seals were broken.